Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received an scs system including three percutaneous leads on (B)(6) 2010. It was reported that she has felt rib stimulation with her right lead since implant. As such, her left lead and the accompanying third lead were utilized to achieve adequate therapy coverage. Additionally, the patient complained of nerve root irritation. The alleged discomfort was successfully treated with an injection; however, it is suspected cause was the placement of the right lead. In an effort to resolve these issues, surgical intervention was undertaken to remove the patient's right lead and reposition her left lead. Effective stimulation was captured as a result of the procedure, and no further complications were reported, the explanted lead was discarded by the medical facility.